Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2016.

Event description:
It was reported that t-wave oversensing was observed on an interrogated episode. No therapies were delivered. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.